Event description:
It has been reported to co that during the procedure this device experienced intermittent continuity. Reportedly," after placement no stimulation was possible." There is no report of pt injury. The device is not being returned for co's analysis.